Event description:
The sterrad aborted two cycles for moisture then ran fine the rest of the day. New sterrad had been ordered. No work requests were made for the event to validate the failure. Generated once on the 24th, but was corrected by cycling power off/on.